Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting. The cts advised customer to change the substrate probe, prime the system and perform another system check. The customer obtained a passing system check, and stated that the system was performing within the laboratory's established quality control ranges. After successful troubleshooting, the cts recommended the customer to repeat any patient samples that had been tested on the previous two days. Reports on total eight (8) patients' results were corrected. This report documents seven (7) of the eight patients' results, and the related event on the other one patient tested on (B)(6) 2013 is documented in MDR # 2122870-2013-00162.

Event description:
A customer reported to beckman coulter that the access 2 immunoassay analyzer generated erroneously elevated vitamin b12 results for seven (7) patients on (B)(6) 2013. Repeat testing performed on the same analyzer on (B)(6) 2013, after troubleshooting, produced lower results. The initial results were reported out of the laboratory, and later corrected. The customer stated that no harm to the patient had been reported.